Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Abstract from eposter.

Event description:
Review of the abstract "primary tritanium acetabular components are associated with a high prevalence of radiolucencies which compromise clinical function at short term follow-up", alleged that "...over one third of hips implanted with a tritanium coated primary shell exhibit radiographic signs of fibrous ingrowth that increase in prevalence over time and lead to poorer clinical function."